Event description:
It was reported there were high impedances of >40,000 on 8-15. Switched ports and electrodes. Issues continued with the same lead. Patient reported having pain, describing pain as burning, pressure, electric shock, and pins and needles. Aggravated by bending and physical activities. Symptoms relieved by heat. Patient reported they wanted the stimulator explanted. Patient reported they wanted to the stimulator explanted due to it not providing relief. Hcp to have patient speak with rep to reprogram. At ins replacement, the lead was revised and the issue was resolved. On (B)(6) 2024 eri was reported for the ins.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2015 explanted: (B)(6) 2024 product type lead product ID 97791 lot# serial# unknown implanted: explanted: product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 17-jul-2019, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis #(B)(4) :analysis information -- 2024-05-10 11:31:38 cst pli# 20 product ID# 97714 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis determined that the implantable neurostimulator (ins) is permanently damaged due to {x} overdischarge{s}. Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2015 explanted: (B)(6) 2024 product type lead product ID 97791 serial# unknown product type accessory h3: the 97714 implantable neurostimulator (ins), serial # (B)(6), was returned for product analysis. Analysis revealed the implantable neurostimulator (ins) is permanently damaged due to {x} overdischarge{s}. H3: the 977a260 lead, serial # (B)(6), was returned for product analysis. Analysis revealed that the {x} conductor(s) was/were broken; {x} cm from the distal/proximal end of the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Eri was reported for the ins.